Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic arch. An 8.0mm x 40mm x 50cm athletis pta balloon dilatation catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 18 atmospheres for few seconds. The device was removed without any problems, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
D2b pro code (product code): lit, dqy e1 initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal from the proximal markerband. A visual and tactile examination of the shaft identified multiple shaft kinks, but no damage to the tip. The clinical observation was confirmed. The unreported kinks noted during product analysis most likely occurred due to excessive force being applied to the device when crossing the lesion.